Event description:
As reported: lead had impedance over 2000 w/suspected fracture so they tried rv only once thresholds had gotten high on lv, which patient must not have tolerated so they scheduled the new epicardial. Patient experienced an additional procedure for the new lead and I suppose possibly increased hf symptoms when they tried rv only.